Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). On (B)(6) 2004 the patient, mrs (B)(6), was subjected to a total right hip arthroplasty. In the year 2012 the patient claimed pain, generale discomfort and iproblems at visual apparatus: following some clinical exams, it was found a value of cobalt 100 times superior than the norm. On (B)(6) 2013, the patient was subject to a revision surgery with substitution of left and right hip prothesis.

Manufacturer narrative:
On date (B)(6) 2004 the patient, was subjected to a total right hip arthroplasty. In the year 2012 the patient claimed pain, generale discomfort and problems at visual apparatus: following some clinical exams, it was found a value of cobalt 100 times superior than the norm. On (B)(6) 2013, the patient was subject to a revision surgery with substitution of left and right hip prothesis. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.